Event description:
It was reported that a device was used during a hemorrhoidectomy procedure, the device fired an incomplete staple line and malformed staples. Upon completion of the procedure, the device could not be released from the tissue. The tissue was then cut so that the device could be removed. Sutures were used to maintain hemostasis to complete the case. There were no other consequences to the pt.